Event description:
The site reported the following: a pt was scheduled for a descending thoracic endo-graft procedure. The procedure went very well and the pt did not exhibit any problems during the case. After the pt was transported to the intensive care unit, the pt began exhibiting symptoms consistent with a stroke. The pt was transported to the cat scan department and subsequent images identified an air embolism in the circle of willis. The site stated they cannot say for certain the etiology of the air embolism. Additionally, upon review of the angiographic images they could not find any visible indications for air embolism, nor did they identify any alleged air injection during the case. Risk management stated the pt did not require any additional medical intervention, showed no residual signs of stroke, and is fine.

Manufacturer narrative:
A system service check of the avanta fluid management system was offered; however, the site declined. A serial number of the unit was not provided either. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were in use during the alleged event were discarded by the site. The site was unable to provide the lot numbers of the disposables; therefore, testing of retained samples was not possible. The avanta fluid management system operation manual states that "the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient." Operator vigilance is always required to eliminate potential air hazards during use. Additional applications training was also offered to site, but, was declined. The site was reported that the avanta fluid management system has remained in use since the reported incident.